Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did the issue occur pre-operative or intra-operative? ---intra-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no. Additional information: 8cc normal saline was injected.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, the balloon was damaged inside the uterus. The balloon check was conducted before the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.